Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers 13c13h25 and 13b18h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 4 of 4 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and hemodialysis was initiated. While hospitalized for unrelated events, the patient experienced peritonitis. Treatment information was not reported. The patient was discharged from the hospital and placed in a rehabilitation center. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.